Event description:
It was reported by the customer that a pyxis medstation es system auxiliary 3.2 cubie pocket was not detected on the bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the cubie issue. The field service engineer serviced all connections on drawer 3.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.